Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were pause episodes noted on implantable cardiac monitor. The device triggered episodes when nothing was sensed for multiple seconds, which appeared to have been caused due to undersensing. The patient was not symptomatic. The patient will be followed normally.